Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor position encoder error alarm due to the history file over written by displayable history alarms due to a corrupted history file. Unable to perform functional testing, including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the motor error alarms. The pump was received with a cracked case at the battery tube threads and reservoir tube lip. The pump was received with a stained end cap sticker and minor scratches on the lcd window.